Manufacturer narrative:
On 16-may-2025 additional information was received clarifying that this event was previously reported to the FDA under manufacturer report number: 2029046-2025-00897/manufacturer¿s reference number: (B)(4). As such this complaint is considered to be a duplicate. The date of event was confirmed to be 5-mar-2025. Any other information or updates will be reported to the FDA under manufacturer report number: 2029046-2025-00897/manufacturer¿s reference number: (B)(4). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone:(B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a map shift issue occurred. It's been said after mapping and the ablation phase the map seemed to shift. When the ablation happened, the physician got the felling the map is not in the right position. He has the feeling the vein doesn't get isolated due to this issue. They think there is a 22mm map shift but no error pop up. There was a 5 minute delay and then they continued the case with the issue. The case completed. No patient consequences. Additional information was later received indicating that during the ablation period, the physician checked position of the veins with the ablation catheter (mapping before with pentaray). Ablation catheter was visualized outside of the veins. The physician did not perform cardioversion prior and the patient did not move before the map shift.